Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, torn keypad overlay, missing address/serial label, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 120 mg/dl. The customer reports the part where you put the reservoir in is cracked and won¿t let the reservoir click in all the way. I have it taped and the reservoir compartment is not able to tighten the reservoir in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer wants the replacement pump shipped to the work address. The insulin pump will be returned for analysis.